Manufacturer narrative:
The product was returned and evaluated. The results of that evaluation revealed the lens edge was torn. The damage appears to be related to customer handling. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. The optometrist stated the patient has a history of inflammation and does not relate the event to the product. The ophthalmologist noted patient has a history of dry eyes and also does not relate the event to product. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported the product suctioned to her eye and caused uveitis. Patient visited her optometrist and was diagnosed with acute and sub acute uveitis and treated with pred forte. On the next day, the patient visited an ophthalmologist with complaints of irritation, pain and light sensitivity. Patient was diagnosed with a corneal disorder due to contact lens and secondary iridocyclitis in the left eye. Homatropine drops were administered in the office and patient was prescribed cyclopentolate and instructed to taper off the pred forte. Patient recovered following treatment.